Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slower than expected. The issue persisted despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 240 mg/dl. The customer continued to use the pump for insulin therapy.